Manufacturer narrative:
(B)(4). Device evaluation: a field service engineer (fse) was dispatched to site and inspected the cassette that was found at the end of the duct. There was puncture on the cassette, but it had not been used. The needles of the injection valve were reviewed and found in working condition. The cassette was reinserted and cycle test completed without any inconvenience. The equipment operated within working order. The reported event was confirmed. However, the system was found to be within working order.

Event description:
A customer reported an injection system interruption error with their sterrad 100s and it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection.&#2049;s a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.